Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that the proximal conductor was fractured, the defibrillation coil was distorted, the defibrilation conductor was fractured (overstress), outer tubing overlay cosmetic environmental stress cracking, outer tubing environmental stress cracking breach (non-electrical), the outer insulation was torn, exposed defib coil white substance and the outer insulation had a cosmetic depression. A bilumen tubing void (non-electrical) was also noted at 60cm.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the proximal conductor was fractured, the defibrillation coil was fractured, the defibrillation coil was distorted, the defibrillation conductor was fractured (overstress), outer tubing overlay cosmetic environmental stress cracking, outer tubing environmental stress cracking breach (non-electrical), the outer insulation was torn, exposed defib coil white substance and the outer insulation had a cosmetic depression. A bilumen tubing void (non-electrical) was also noted at 60cm.

Event description:
The lead was returned with no information and subsequently tested out of specifications. A database search revealed the patient had expired. Follow up was attempted and has been inconclusive so far. Addtional information has been requested and not yet recieved. No complaints or allegations have been made against the lead.